Event description:
It was reported that an ilet pump exhibited a screen detachment in which the display delaminated from the device housing and internal wiring became visible. Symptoms included no injury and no physiological effects. Outcomes included planned device replacement and continued use of cgm via the dexcom app or receiver. Investigation included remote troubleshooting and education, photo review, and instructions to shut down the device to avoid further alerts, data sync to the mobile app, and return of the affected unit. Investigation of this case revealed a hardware cosmetic and structural failure of the display assembly consistent with screen delamination. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display module or its bonding to the enclosure.